Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. (B)(4) though this device is not commercially available for sale in the u.s, it is similar to a device currently marketed for sale in the u.s.

Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified concentric mid left anterior descending artery that was 90% stenosed. A 2.75 x 12 mm tenku balloon dilatation catheter was advanced and resistance was met with the lesion during advancement. The balloon ruptured during inflation at an unknown pressure. Another unspecified balloon catheter was used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.